Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The physician had felt slight resistance in the handle mechanism during deployment, and endoscopic confirmation was not done prior to removing the delivery device. The capsule was not present when the delivery device was removed and an endoscope was used to confirm placement but capsule was not in the esophagus or stomach. Once the endoscope was removed, the capsule was seen "sitting on top" of the vocal cords. A laryngoscope was used in an attempt to remove the capsule but it was unsuccessful. The endoscope was put back in and the capsule was no longer seen near the cords. No capsule was seen in the esophagus nor the stomach. It was assumed that the capsule moved distal to the vocal cords. The patient began to cough and had to be further sedated and then intubated. Pulmonology was called and they successfully removed the capsule after two attempts, which required retrieval and extubation as the capsule would not pass through the tracheal tube. The patient recovered without any issue, they were monitored for several hours and discharged the same day. The patient had presented to the emergency department a few days later with "tachycardia" but association with the procedure was unknown. The patient is now doing well. An endoscopy was done prior to the placement of capsule and the esophagus appeared to be normal. There was nothing unusual about the patient or the procedure. A lubricant was used to facilitate capsule replacement. The device has been returned for investigation.

Manufacturer narrative:
Device evaluation: one bravo ph delivery device was received for investigation. The guide wire was found to be bent. The capsule is attached to the guide wire and the needle is activated by pressing the plunger. The wire is elastic and if excessive force is applied or if the wire is kinked, the wire will remain permanently bent and may cause the capsule to not attach. The IFU for this device states, avoid bending or kinking the delivery device. Sharp bending or kinking can damage the delivery device, which will require the device to be discarded before use. Misuse of a bravo ph capsule with delivery device (such as sharp bending or kinking) results in an increased potential for damage to the delivery device and capsule, and possible patient injury. This issue was found to be a user error. If information is provided in the future, a supplemental report will be issued.